Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in a moderately calcified, but non-tortuous unspecified coronary artery. During a failed attempt to cross the lesion with the 2.5 x 38 mm multi-link stent delivery system (sds) the proximal shaft of the device fractured. The fractured proximal shaft was withdrawn from the patient without issue. A new sds was used to complete the procedure successfully. No adverse patient effects were reported.